Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had experienced failed downstream occlusion (dso) calibration" was confirmed through pump calibration. The dso and upstream occlusion sensors were defective. The pump was deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had experienced failed downstream occlusion (dso) calibration¿; during device evaluation it was found the dso sensor and upstream occlusion sensor were defective. The event occurred during testing.